Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a low transmitter battery alert was reported. Data was provided for investigation. The reported event of a low transmitter battery alert was confirmed. The probable cause was determined to be a low transmitter battery. In addition, a failed transmitter error was found in connection to the reported allegation.